Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate shocks due to noise on the lead from a potential lead fracture. The rv lead was reprogrammed and remains in use. The physician plans to watch the lead. No further patient complications have been reported as a result of this event.